Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated the set screw was found in the connector bore. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure that when the lead was inserted into the device header and screwed down the lead impedances were found to be high. The physician then tried to unscrew the setscrew in order to reinsert the lead for possible bad connection. The physician could not insert the wrench into the setscrew and noticed that the setscrew was sitting under the grommet at an angle. The physician attempted to unscrew the setscrew but to no avail and had to cut out the grommet. The physician then observed the setscrew to be trapped under the grommet but free floating, not screwed in. After some difficulty removing the lead from the header the physician decided to not use this device due to the damaged header. A different device was implanted instead. No patient complications have been reported as a result of this event.